Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were having trouble charging the implant and had a revision of the implant from their belly to the back. The difficulty recharging was a factor in the revision. The patient stated that during the revision a laminectomy was done and a paddle lead was used instead of the previous lead. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.